Manufacturer narrative:
An investigation of the received sample was performed using the following: 1) size exclusion chromatography (sec): the presence of an interfering factor could not be identified. 2) heterophilic blocking tubes (hbt) sample treatment: the treatment showed no effect, an interference by heterophilic antibodies could not be identified. True troponin t (tnt) was found in the sample. The origin of tnt in the sample needs to be answered from a clinical point of view. To draw conclusions, additional data including further measurement time points are required. The investigation did not identify a product problem.

Event description:
We received an allegation about questionable high results for 1 patient's sample tested with elecsys tnt hs (tnths) stat assay on a cobas 6000 e601 immunoassay analyzer not matching the patient's clinical picture. Initial result: 1940 ng/l. The repeat result was not provided but it reportedly confirmed the pathologic value. The treating physician questioned the results as the patient does not have known pre-existing cardiac issues nor does the patient suffer from an acute heart attack.

Manufacturer narrative:
The e601 module serial number was (B)(6) . Calibration and qc were acceptable. The customer suspected interference with the isavuconazol treatment. The sample was received for investigation on 11-mar-2024. The investigation is ongoing.